Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise episodes. All other measurements were stable. Programming changes were made to prevent oversensing of this noise. The patient would continue to be monitored normally.

Manufacturer narrative:
Note: related to MFR # 2017865-2019-14245. Any additional information forwards will be reported in duplicate - related MFR # 2017865-2019-14245.

Event description:
New information notes additional information on this record was submitted in related adverse event MFR # 2017865-2019-14245. The lead was explanted and replaced and the patient was stable. Any further additional information obtained on this record will be reported in MFR # 2017865-2019-14245.